Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false positive sars result for 1 patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated 6 additional patient events which are captured in separate reports. The reporter indicated that the patients were mostly symptomatic but some were not (off-label use at the time).